Event description:
The customer reported via phone call that they experienced low blood glucose. The customer¿s blood glucose level was 52 mg/dl at the time of incident. The customer¿s current blood glucose value was 97 mg/dl. The customer treated low blood glucose value with food. Customer has been using insulin pump system within 48 hours of reported low blood glucose event. Insulin pump was not on auto mode at the time of low blood glucose event. No harm requiring medical intervention was recorded. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.